Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had leak. The customer¿s blood glucose was 4.9 mmol/l. The customer was assisted with troubleshooting. The customer stated that the location of the leak is between the bottle and the cap. Customer's outcome pertaining to the complaint. Advised to return the reservoir for further inspection. The insulin pump will not be returned for analysis.